Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that noise was seen on the right ventricular channel, resulting in intermittent underpacing. The asymptomatic, pacer-dependent patient was seen in-clinic for follow-up on (B)(6) 2019, where testing reproduced the noise with arm movement. Programming changes were made, and the patient would continue to be monitored.